Event description:
Deployed the stent within a stent. During angioplasty the wire caught between the two stents. When trying to remove the wire guide, the stent appeared to move as well. It appeared that there was room between the vessel wall and the stent, at which location the wire got caught, resulting in the stent cracking. Two wall stents were placed in order to hold the zilver in place.